Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) when releasing the seal from the delivery device into the blood vessel, the seal did not open properly and bleeding was higher than usual, so they gave up on continuing to use the device. The amount of blood was a little more than usual and interfered with their vision, but they were unable to confirm the exact amount. The patient did not receive a blood transfusion. The procedure was completed successfully with a new device. There was no delay in the procedure. There was no harm to the patient's health.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e1, e3, g3, g6, h2, h6, h11. The lot # 3000371361 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a